Event description:
A report was received that during product investigation, the functional test of the ipg failed on slow start and software default.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The devices were returned after confirming lead migration. The functional test of the ipg failed on slow start,and software default. The analog ic-u1 generates controlled current pulses on 16 programmable output contacts and would be the source of the anomaly. The root cause of the failure is unknown. Device evaluation indicated that the leads passed visual tests performed. The leads were cut during the explant procedure, and only the proximal ends were returned. The damage was not considered a failure.